Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The reportable events of cerebrovascular accident (cerebral infarction) and ischemia (hepatic infarction and kidney infarction). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, the patient had been on warfarin for atrial fibrillation prior to the procedure. Warfarin treatment was stopped during the procedure, and the patient experienced bleeding the day after the procedure. Warfarin treatment was resumed the day after the procedure. On the second day after the transvaginal mesh procedure, cerebral infarction developed. On the fifth day after the procedure, hepatic infarction and kidney infarction developed. Heparin administration and dialysis were performed, but the liver failure progressed due to hepatic infarction, and the patient died on the sixth day after the procedure. According to the physician, the mesh implantation is not directly related to the patient's death.